Manufacturer narrative:
Device eval: one used sample was received for eval. Visual inspection of the returned sample confirmed the inflation line had been separated into two pieces. Observation of the inflation line separation site found the site to be jagged. No elongation of the tubing was observed to indicate the tubing had been pulled and torn.

Event description:
A report was received that alleges that the clinician found a cut in the inflation line after 7 days in situ. No incident related medical sequela was reported.